Manufacturer narrative:
Ous MDR - the device first underwent a status interrogation, which confirmed the battery depletion. The visual inspection of the ICD showed traces of insulation abrasion of a lead on the titanium housing. The memory content of the device was checked. The documented charge processes were the result of the detection of intrinsic signals. Disturbances that would point to possible external influences were not visible. The device was opened. The battery proved to be discharged. The power consumption of the electronic module was examined and proved to be unremarkable. The electronic module was connected to an external voltage source and underwent an electrical function check. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was fed in, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached. The power consumption of the electronic module under load remained unremarkable. The battery was returned to the manufacturer for a destructive analysis. The x-ray examination did not show any anomalies of the internal structure. The battery was opened. A damaged inner insulation was found during the visual inspection. This defect allowed an increased internal self-discharge, which has contributed to the premature battery depletion. This is not a systemic device behavior. In summary, a premature battery depletion was found during the analysis of the ICD. The clinical observation resulted from an increased self-discharge of the battery. The electronic module proved to be without problems.

Event description:
Ous MDR - after an implantation time of about 19 months, premature battery depletion was reported. During the ICD explant, a small proximal insulation defect of the atrial lead was found, which was re-insulated with silicone glue and a fixation sleeve. No deterioration of the patient's health was reported. The device was explanted.